Manufacturer narrative:
This supplemental report is being submitted to provide additional information from the customer (see updated section b5).

Event description:
Additional information was supplied by the customer reporting that there was no delay in the procedure due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported image black out during angulation issue could not be determined, however, it is probable that the issue was the result of image sensor failure. The event can be detected by following the instructions section below: ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported for the customer that during a diagnostic bronchoscopy procedure, the evis lucera elite bronchovideoscope was being used with the evis exera iii video system center when the display screen blacked out when using the angulation. The patient was not under anesthesia, and the intended surgery was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed due to a broken distal end image guide insertion unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.